Event description:
Caller reported a cgm error 42 with their device. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from cts, who provided complete pump reset information and guided the caller through the reset process. Following the reset, the pump did not display the cgm error again, and the caller successfully started their sensor session.